Event description:
It was reported that a patient implanted with a heartmate 3 on (B)(6) 2019 presented with cerebrovascular accident (cva). The patient had no residual deficits, but log files were submitted to rule out any abnormalities with ventricular assist device (vad) function. The patient was admitted to the hospital. The log files contained clusters of pulsatility index (pi) events which caused the vad to drop to its low-speed limit of 5600 rotations per minute, and routine power source changes. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. Based on the data visible to us in the log file the mechanical circulatory system equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
A4: patient weight was requested; information was not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.